Event description:
Customer reported that the numbers on the screen of the insulin pump started scrolling when trying to deliver a bolus and then it alarmed button error. Customer stated that the buttons are sticking. Customer stated that he dropped the device and there are cracks by the reservoir. Blood glucose value is 120 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted during testing. However, the insulin pump had intermittent button response due to corroded escape, act, down and up button keypad traces. No unexpected number ramping anomaly was noted. The insulin pump had a cracked display window, a cracked case at the display window corner, broken battery tube threads, a broken belt clip slot, a cracked reservoir tube lip and a stained end cap sticker.